Event description:
Pump experienced a cartridge change error, prompting customer to seek assistance. There was no adverse impact to the customer's blood glucose level. Customer, guided by technical support, attempted troubleshooting steps including inspecting and cleaning the pump components and trying to reload the cartridge, but was ultimately unable to load the cartridge successfully. Customer was referred for escalated troubleshooting and used an alternative method for insulin therapy as backup.